Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Annex c - inv findings desc 1 updated from c20 - no findings available to c1303 - device difficult to operate. Annex d - conclusion desc 1 updated from d15 - cause not established to d1102 - unintended use error caused or contributed to event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope in use was pointing down while the system indicated it was pointing up. The technical service engineer walked the customer through removing the endoscope, pressing the clutch button, and reinstalling the endoscope to resolve the issue. The customer continued the case afterwards. The procedure was completed with no reported injury. Intuitive surgical (isi), inc. Followed up with the initial reporter and obtained the following additional information: the orientation was correct at the start of the procedure; however, it did not match the desired orientation when the endoscope was reinstalled during the surgery. There was no damage on the endoscope base and it was still in sync. The issue did not result in patient injury. The customer confirmed that the endoscope would not be returned.